Event description:
Vats- lobectomy - "clips did not hold tissue, clip closed like a cross, clips did not close correctly." Patient status - "ok."

Manufacturer narrative:
Correction - applied medical received the incident device with lot# 1197913. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the unit did not contain any clips and the lockout function was overridden. The unit was disassembled for further evaluation and met all specifications. The unit was reassembled and was able to successfully load and close five (5) clips. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.